Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to return the pump for further evaluation, and a replacement pump with a new serial number was provided to ensure uninterrupted insulin delivery.